Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump's total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump history indicated that multiple occlusion alarms occurred, which could not be duplicated during testing. The pump was exercised for 29 hours with no insulin delivery issues occurring. An ezprime operation was performed, with no issues occurring. A normal bolus and an audio bolus were performed and were correctly recorded in the pump history. The units remaining were correctly calculated during both types of boluses. Unrelated to the complaint, evaluation revealed that the bolus button cover was missing. The bolus button was found to be responding appropriately when pressed. Insulin can be delivered using the normal bolus feature. This defect is generally obvious and detectable to the user and is not likely to cause or contribute to an adverse event.

Event description:
The reporter, the patient's father, reported that on (B)(6) 2011, the patient obtained blood glucose readings of 500 mg/dl to 'hi mg/dl' (greater than 600 mg/dl) while using the insulin pump. During this time period, the patient experienced no symptoms of high or low blood glucose levels and tested negative for ketones. The patient programmed boluses for the elevated blood glucose levels, but reported his blood glucose level did not become lower until a manual insulin injection was given. At the time of the troubleshooting telephone call, the patient's blood glucose reading was 130 mg/dl. Troubleshooting revealed there were no signs of kinks or bubbles in the cannula, no problems at the site, no leaks, and the total bolus/basal units delivered match those programmed into the pump. The customer service representative also determined during this telephone call that the patient was using refrigerated insulin instead of room temperature, which may cause bubble formation.